Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician attempted to insert a catheter into the patient twice, but it would not advance and they could not see the catheter with x-ray. The account states that when the catheters were removed from the patient, they had a kink in them as though they had abutted against something. The anesthesiologist used a glidescope to see if the catheter was coiled, but it was not and the procedure was aborted. The account stated that there was no problem with the catheter; they believe it to be an issue of the patient's anatomy as he had a deviated septum, but they did not know if he had ever had a broken nose. The patient was under anesthesia longer than intended. No other known adverse events were reported.